Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a medrad® stellant CT injection system (serial number (B)(6)). After the procedure was completed, the patient stated that they weren't feeling well. A follow-up CT scan was performed at which time an undisclosed amount of air was visualized on the displayed images. The disposition and current status of the patient is unknown.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (serial number (B)(6)) was completed on (B)(6) 2023 which confirmed that the injector was operating within bayer specifications. The lot number for the disposables in use at the time of the incident was not provided; therefore, testing of retained samples was not possible. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. The offer of additional clinical applications training has been accepted by the customer and will be scheduled. The site continues to use the injector after the reported event with no further issues reported. In the event that additional information is obtained, a follow-up report will be submitted. The medrad® stellant CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.